Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was admitted after receiving two inappropriate shocks. Ventricular oversensing due to dislodgement was observed. The lead was explanted and replaced. Patient condition was stable.